Event description:
The pt stated that she has experienced 3 infusion sets separated at the luer connection over the past 3 weeks causing elevated blood glucose of 270-400 mg/dl. Her normal blood glucose range is 120-130 mg/dl. She stated that on each occasion, she changed the infusion tubing and bolused to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.